Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm sealing system . Thirteen (13) days post initial procedure, the patient presented with numbness in the right leg (limb occlusion). The physician elected to treat the patient the following day by implanting two (2) stent balloon (non-endologix) devices. The patient was stable when leaving the operating room. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.